Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that there was no cutter and only vacuum during vitrectomy surgery. The surgery completion details were unknown; they have changed replacing the packs still no cutter until 3 packs. There was no information about patient impact.